Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. X-rays were completed and confirmed the lead was under inserted into the device header. This device system remains in service. No adverse patient effects were reported.